Event description:
It was reported that during the implant procedure, the pacing lead helix was blocked. The lead was replaced and remains in use. No patient complications have been reported as a result of this event.